Manufacturer narrative:
Product complaint # (B)(4). Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Does the surgeon believe that any of the ethicon products involved caused and/or contributed to the post-operative complications described in the article? Does the surgeon believe there was any deficiency with any of the ethicon products used in this procedure? If so, please provide details. Were the cases discussed in this article previously reported to ethicon? If yes, please provide a complaint reference number. Patient demographics? This report is related to a journal article; therefore, no product will be returned for analysis and the batch history records cannot be reviewed as the lot number has not been provided. (B)(4). The single complaint was reported with multiple events. There are no additional details regarding the additional events. Related events captured via 2210968-2021-10645. Citation: international urogynecology journal (2020);31:2035¿2041. Doi: https://doi.org/10.1007/s00192-020-04471-6.

Event description:
Title: pain after permanent versus delayed absorbable monofilament suture for vaginal graft attachment during minimally invasive total hysterectomy and sacrocolpopexy the objective of this planned secondary analysis of a randomized study was to evaluate pain and dyspareunia in women undergoing minimally invasive total hysterectomy and sacrocolpopexy (tlh + scp) with a light-weight polypropylene mesh 1 year after surgery. Between april 2015 and may 2019, a total of 200 patients (mean age of 60 ± 10 years; mean bmi of 27 ± 5 kg/m2) underwent total laparoscopic hysterectomy with or without bilateral salpingo-oophorectomy (at the discretion of the patient and surgeon) prior to laparoscopic sacrocolpopexy, with or without robotic assistance. Surgery was performed using a competitor y-mesh and is attached using either a permanent suture (competitor or prolene, n=99) or delayed absorbable monofilament suture (pds suture, n=101). 185 (93%) completed 1-year follow-up and are included in this analysis (permanent n=95, absorbable n=90). Reported complications included pain (n=?), dyspareunia (n=?), and suture exposure (n=?). In conclusion, the majority of women report resolution of pain 1 year following tlh + scp with a low rate of de novo pain.